Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and tachy shocks as this device incorrectly interpreted a premature ventricular contraction (pvc) as a ventricular arrhythmia. The ICD exhausted therapy. At this time, the system remains in service and no additional adverse patient effects were reported. This device was reprogrammed as corrective action, device mode v>a was turned as premature ventricular contraction (pvc) was causing inappropriate therapy.